Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection/chest wall cellulitis and a venous compression complication. A new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2002; dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).